Manufacturer narrative:
The account has not completed repairs.

Event description:
Info received indicates the brake will not hold at head end of the bed. The pedal will set and lock at the foot end of the bed.